Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated the their cgm alarm was set for 200 mg/dl. On (B)(6) 2022, the cgm value rose and the alarm alerted the patient. No symptoms were reported. The patient self-treated with insulin (25 units) based upon the cgm value. At some point the bg finger stick value was 30 mg/dl and the cgm value was 180 mg/dl. The patient was hospitalized 4 days and was treated with saline and glucose. After discharge he was in stable condition. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. On (B)(6)2022, the patient stated they had a headache, was dizzy and had severe cold sweats. The cgm was displaying 180 mg/dl at the time and when the patient checked their blood glucose with a meter, it was 30 mg/dl. The patient cannot recall if he gave himself glucagon during that time; however, he drove himself to the hospital. At the hospital, they provided the patient with saline glucose and other unspecified treatment. The patient was in the hospital for 4 days and released on 11/07/2022. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.